Manufacturer narrative:
The investigation determined that imprecise and lower than expected vitros phbr quality control results were obtained on a vitros 5,1 fs chemistry system. Root cause investigation for imprecise results: an ocd field engineer determined that a spring was missing within the immunorate wash shuttle assembly. After replacing the missing spring, vitros 5,1 fs chemistry system was performing as intended. The root cause of the imprecise results is most likely instrument related. Root cause investigation for lower than expected results: the most likely root cause for the lower than expected results is reagent related. Expected performance was returned using an alternate reagent lot. Internal investigation is ongoing.

Event description:
A customer obtained imprecise and lower than expected vitros phbr quality control results run on a vitros 5,1 fs chemistry system. Imprecise results: qc lot g1647= 8.2, 5.1, 8.2 vs. An expected result= 11.5 ng/ml; qc lot h1648= 19.9, 14.6 vs. An expected result= 28.2 ng/ml; qc lot j1649= 41.4, 44.6 vs. An expected result= 58.0 ng/ml. Lower than expected results: qc lot h1648= 22.5 vs. An expected result= 28.2 ng/ml; qc lot j1649= 45.9 vs. An expected result= 58.0 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report that patient results were affected. There was no report of patient harm as a result of this event. This report is number three of three MDR's for this event. Three 3500a forms are being submitted for this event as three devices were involved. (B)(4).